Event description:
The international customer reported the ventilator was alarming due to a patient circuit occlusion and blower temperature high occurrences. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's service provider confirmed the reported problem. The service provider reported when the ventilator was powered on, it alarmed due to the reported occlusion and blower temp high occurrences. The service provider reported the blower was replaced to address the reported problem. Applicable testing was performed per operating specifications.